Event description:
The hcp reported that the pump and catheter were removed due to infection in 2007. The pump was used to deliver lioresal 2000 mcg/ml at 135 mcg/day. The hcp reported that there was no pt injury associated with the event, and the pt recovered without sequela. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.